Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer states they were putting in new insulin when the alarm was encountered. The customer's blood glucose level at the time of incident was 112 mg/dl. The customer was assisted with troubleshoot, and the customer reported having a motor position encoder error alarm. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.